Event description:
It was reported that the surgeon removed an 8mm x 40mm l5 pedicle screw on the right side. During insertion of an expedium titanium 9mm x 40mm polyaxial screw, the screw head pulled completely off from the shaft of the screw. The screw was removed intra-operatively and another screw was inserted. The resulting delay was fifteen minutes with no adverse consequences to the patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.